Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 419 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 464 mg/dl and 364 mg/dl using truemetrix meter. The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date at time of call is three days ago. The meter memory was reviewed for previous test result history: a 419mg/dl, (B)(6) 2017 01:05 pm, fasting: yes. A 293mg/dl, (B)(6) 2017 05:31 pm, fasting: no. A 274mg/dl, (B)(6) 2017 01:12 pm, fasting: yes. A 44mg/dl, (B)(6) 2017 01:48 pm, fasting: no (control test). N/a. Memory concerns: 419mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 419 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 464 mg/dl and 364 mg/dl using truemetrix meter. The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date at time of call is three days ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 419mg/dl.